Event description:
Event description cpi received information that a patient with a implantable cardioverter defibrillator (ICD) and lead system had experienced an abnormal rise in lead impedance. An invasive procedure was performed and the physician elected to explant the ICD and atrial bipolar lead. An insulation defect was observed on the artial lead. The ICD is a ventak av, is not market released in the united states, and is involved in a product advisory. A new ventak av and atrial bipolar lead were implanted.